Event description:
N/a.

Manufacturer narrative:
Communication/interviews (4111): a getinge field service engineer (fse) was able to fix the reported issue over the phone. It was determined that the console was not pushed all the way into the cart causing the batteries to not charge and eventually die. The customer's biomedical engineer pushed the console into the cart and noted that the batteries began to charge and that the iabp unit would turn on. The iabp unit was then cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not turning on. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.